Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used for a percutaneous coronary intervention (pci), of the femoral artery. Great resistance was encountered with the angio-seal body, during the process of inserting the sheath tube, and was not able to be pushed forward. The surgeon replaced the device with a new angio-seal and successfully finished hemostasis without damage to the patient. Estimated blood loss was less than 250cc. There was no harm to the patient. Additional information received on may 10, 2019. A 6fr sheath was used. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.